Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing. No resulting adverse effects were reported and the patient was instructed to return for a root cause evaluation. Further evaluation with boston scientific's internal engineers stated the observed oversensing was most likely the result of a fractured electrode conductor, while the system had been programmed in the secondary sensing vector. Oversensing was seen only when the patient was crossing their arms, and observed in both the alternate and secondary vectors: both vectors use the secondary conductor. The primary vector configuration was confirmed stable, exhibiting proper sensing. Data analysis also showed a stable shock impedance, thus the conductor of primary, as well as the conductor of the coil, were deemed reliable. To date, this system remains implanted and in service- programmed in the primary sense vector.

Event description:
Additional information was received that the patient received an inappropriate shock nine days post device change out procedure. The shock was due to oversensing of noise and baseline shifting. During follow-up the noise was able to be reproduced when manipulating the sternum while in secondary and alternate sensing vectors but not in primary sensing vector. The patient was admitted to the hospital and therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted to review the treated episode and x-rays. Ts discussed possible options and noted they needed additional x-rays to assess insertion and integrity. Further x-rays were sent in, however ts was still unable to assess lead integrity. It was noted that the chronic electrode may be in contact with the device. Ts discussed options for revision and troubleshooting to assess potential causes of the noise. A revision procedure was performed where insulation abrasion was noted on the electrode right after connector indicating the electrode had touched the device thus causing noise and oversensing. A fracture due to insulation abrasion was suspected. The electrode was explanted and successfully replaced. The s-ICD remained in service and no additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination found abrasion to the terminal boot; the insulation underneath was intact, and no conductor coil was exposed. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed abrasion. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being in contact with the device can. The fractures resulted in the observed noise and oversensing along with inappropriate shock.

Event description:
Additional information was received that the patient received an inappropriate shock nine days post device change out procedure. The shock was due to oversensing of noise and baseline shifting. During follow-up the noise was able to be reproduced when manipulating the sternum while in secondary and alternate sensing vectors but not in primary sensing vector. The patient was admitted to the hospital and therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted to review the treated episode and x-rays. Ts discussed possible options and noted they needed additional x-rays to assess insertion and integrity. Further x-rays were sent in, however ts was still unable to assess lead integrity. It was noted that the chronic electrode may be in contact with the device. Ts discussed options for revision and troubleshooting to assess potential causes of the noise. A revision procedure was performed where insulation abrasion was noted on the electrode right after connector indicating the electrode had touched the device thus causing noise and oversensing. A fracture due to insulation abrasion was suspected. The electrode was explanted and successfully replaced. The s-ICD remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.